Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that pedal will not pair. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: footswitch : physical damage & minor scratches on the unit. Cosmetic. Footswitch will not pair with the controller, this was due to low batteries. Broken inserts on the housing of the unit. Since, there are broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that preoperatively to a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr vue wireless footswitch device would not pair. During in-house engineering evaluation, it was determined that there broken inserts on the housing of the device. There were no adverse patient consequences reported. No additional information was provided.